Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a broken reservoir tube lip, a missing reservoir tube o-ring, a missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that plastic missing on top of the reservoir compartment. Customer was advised the pump will need to be replaced.